Event description:
Patient was brought to the operating room for liposuction of the neck. Proper anesthesia was obtained and local anesthetic was infiltrated and 3 small stab incisions were made. Tumescent infiltration was performed in all planes. The vasser was set up for skin tightening. However, staff could not get this machine to work. Biomed was called and they were unable to get machine to work and stated that it needed to be taken for evaluation and troubleshooting and this would take a significant time. Because of this, the procedure was aborted. There were no additional options that could be used to perform the procedure in an adequate fashion and due to the equipment malfunction, there was no other way to complete the procedure in an appropriate fashion. A 4-0 nylon was used to close the incisions. The patient was awakened and taken to the recovery room in satisfactory condition. She tolerated the procedure well and was discharged home.